Event description:
Caller reported that tandem charging supplies sparked and caught fire. There was no adverse impact to the customer's blood glucose level. Technical support initiated the return merchandise authorization process for the tandem charging supplies.